Event description:
The international customer reported that the device alarmed when it was turned on due to a data acquisition pcb adc reference failure. The ventilator was removed and replaced with a different unit. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).